Event description:
Report received from the USA stating that the device has a broken neuro-tip. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of broken tip of the 6.5cm adult crani attachment was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).